Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring button error alarm. The customer¿s blood glucose was unknown at the time of incident. No button error troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to broken and missing battery tube contact spring. Unable to verify button error alarm or perform functional testings due to blank display. No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with corroded battery tube, cracked reservoir tube lip and stained address/serial number label.